Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Additional contact: dr. (B)(6). Dr. (B)(6) was the urologist who examined the patient when the event happened. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid-urethral sling procedure performed on (b)(\6) 2018. According to the complainant, during the procedure, the physician was able to pass the sling on the both sides of the patient. However, she determined that she wanted to re-pass the second mesh arm, and when she did, she perforated the bladder but was able to re-pass the sling again successfully. The patient was examined by a urologist and reportedly, they determined that it was fine to keep the sling in place. The patient was sent home with a catheter. The patient's condition at the conclusion of the procedure was reported to be fine.